Event description:
The customer contacted physio-control to report that their device would not boot up properly. Upon powering the device on, it would get stuck on the self-test screen; therefore defibrillation could not be delivered, if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control evaluated the customer's device and verified the reported failure. Physio then replaced both the system controller (sc) and user interface (ui) pcb assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.